Event description:
The facility representative contacted (B)(4) technical services to report a colleague infusion pump that the manual tube release (mtr) is not aligned (needs to be checked); this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available. The software version is currently unknown at this time.

Manufacturer narrative:
(B)(4). Correction: this complaint is a duplicate complaint. The customer's reported condition, manual tube release is not aligned, will be addressed in manufacturer report number 6000001-2011-31581.

Manufacturer narrative:
(B)(4). Additional information: a device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. A service history review revealed that this pump has not previously been serviced by baxter.

Manufacturer narrative:
(B)(4). The customer is not sending the device to baxter for evaluation or repair as they will be self-servicing the device at their facility. A follow-up report will be filed if any additional details become available.